Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value (B)(4). Manufacturer contacted customer on (B)(6) 2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that they received the replacement product and no need any assistance with the product. They have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for hi blood glucose results. The customer is concerned with test results from results obtained of hi. Customer stated the meter had read e-5 and now was reading hi. Customer stated she had taken her insulin several times the day prior and that the meter only gave one blood result of 561 mg/dl. The customer's expected fasting blood glucose test result range is 110 - 261 mg/dl. The customer feels well and did not report any symptoms. Customer stated she had gone to the doctor for her routine visit on (B)(6) 2017. A blood test was not done at the doctor's, they had done an a1c (customer did not know result). During the call on (B)(6) 2017, a back to back blood test was not performed by customer.the product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 02/28/2019 and open vial date is (B)(6) 2017. Result of 248 mg/dl in the meter memory is not the customer's result; customer stated she had performed a blood test on her friend who is not diabetic. The meter memory was reviewed for previous test result history: result 1:hi (B)(6) 9:05am fasting, result 2:561mg/dl (B)(6) fasting, result 3:248mg/dl friend's glucose, result 4:hi (B)(6) 8:22am fasting, result 5:hi (B)(6) 6:42am fasting, customer is having no symptoms and meter is reading e-5 and now reading hi, she even run her friend's blood sugar and it was 248mg/dl and she is not a diabetic. She had gone to the dr's office yesterday but they did not do a blood sugar on her the dr just looked at her test results and did an a1c. She had taken her insulin yesterday several times and the meter only gave her 1 results of 561mg/dl.

Event description:
Consumer reported complaint for hi blood glucose results. The customer is concerned with test results from results obtained of hi. Customer stated the meter had read e-5 and now was reading hi. Customer stated she had taken her insulin several times the day prior and that the meter only gave one blood result of 561 mg/dl. The customer's expected fasting blood glucose test result range is 110 - 261 mg/dl. The customer feels well and did not report any symptoms. Customer stated she had gone to the doctor for her routine visit on (B)(6) 2017. A blood test was not done at the doctor's, they had done an a1c (customer did not know result). During the call on (B)(6)2017, a back to back blood test was not performed by customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 02/28/2019 and open vial date is (B)(6) 2017. Result of 248 mg/dl in the meter memory is not the customer's result; customer stated she had performed a blood test on her friend who is not diabetic. The meter memory was reviewed for previous test result history: (B)(6). Customer is having no symptoms and meter is reading e-5 and now reading hi, she even run her friend's blood sugar and it was 248 mg/dl and she is not a diabetic. She had gone to the dr's office yesterday but they did not do a blood sugar on her the dr just looked at her test results and did an a1c. She had taken her insulin yesterday several times and the meter only gave her 1 results of 561 mg/dl.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value test strip (B)(4). Note: manufacturer contacted customer on 1/11/2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that they received the replacement product and no need any assistance with the product. They have not had any medical intervention since the last call.